Event description:
(B) (4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired. The 70% stenosed target lesion located in the distal left circumflex (lcx) was 8.0mm long with a reference vessel diameter of 2.75mm. Predilation was performed with the placement of a 2.75x12mm taxus element study stent. Residual stenosis was 0%. During the index, a non-target lesion located in the proximal left anterior descending (lad) was treated with a 3.00x12mm taxus express 2 stent. The patient was discharged 1 day later on aspirin and clopidogrel. In (B) (6) 2009, the patient was admitted due to shortness of breath and thrush. ¿emergency room workup was only significant for a white count of 15,000 and b-type natriuretic peptide of 8,000.¿ the patient was discharged home with hospice care. It was noted the patient expired 6 days later from progressive congestive heart failure.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)